Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
An "impaired functioning" heartstart mrx was reported to philips healthcare. The device was not in use when the reported issue was detected. There is no reported pt involvement.